Manufacturer narrative:
The joystick and control module were returned for evaluation. The alleged event could not be duplicated.

Event description:
Provider alleges consumer was driving the chair into a dining hall when the consumer let go of the joystick but the unit continued to go and struck a group of tables. The unit then continued to drive running into some cabinets causing a laceration to the consumers left leg.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges consumer was driving the chair into a dining hall when the consumer let go of the joystick but the unit continued to go and struck a group of tables. The unit then continued to drive running into some cabinets causing a laceration to the consumers left leg.